Manufacturer narrative:
(B)(4). Batch # n53y4z. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no cartridge was received for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: at what firing did the issue occur? They cannot fire it at all. Was buttressing material being used on this firing? They did not use any buttressing material. How was the device removed from the bowel? They had to cut the device out, having bowel in between the jaws.

Event description:
It was reported that during a laparoscopic colon resection procedure, the surgeon couldn¿t fire the device and he couldn¿t remove it from the bowel. Another like device was used to complete the procedure. There was a delay of ten minutes. There were no adverse consequences for the patient reported.